Event description:
It was reported that during ureteroscopy procedure when the guidewire was removed through the scope, the blue coating peeled off. The guidewire and chuck of the coating were successfully removed, and the procedure was completed with another of the same device. There were no patient complications reported. Analysis of the returned device identified detached sleeve.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the investigation results of sleeve detached. Block h10: the returned sensor wire was analyzed, and upon magnification it was observed that the polytetrafluoroethylene (ptfe) was peeled in different sections of the device. In addition, it was identified that the sleeve was detached from the coil. No other anomalies were noted with the device. With all the available information, boston scientific concludes that the reported event of ptfe peeled was confirmed. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detachment of the sleeve from the coil and could cause the peeling on the device. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.